Manufacturer narrative:
One device was received for evaluation in used condition. Functional testing was able to duplicate the reported problem. It was determined that the printed wire assembly (pwa) board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarms with a blank screen. There was no patient involvement.